Event description:
Upon patient arrival from operating room, foley bag was unable to be emptied. Both sides of the bag near the green drainage port were adhered together. When an attempt was made to gently separate the sides, the bag ripped and exposed a small hole in the system. The entire foley catheter was replaced. The foley system is in a red biohazard bag, no lot number available. Another foley was missing the white mesh on the vent port (top left if looking at the foley bag head on) and leaked urine when tipped back. Ref a319416am, lot ngky1779, exp 05-31-2028.